Event description:
A catheter fracture was reported, it was reported that the physician notes had ¿on (B)(6) 2012 the catheter was replaced because of fracture.¿ the device system was used to infuse baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted:unk. Product type: catheter. (B)(4).